Event description:
It was reported that multiple dexcom g7 sensors experienced signal loss shortly after insertion while used with the ilet system, resulting in intermittent communication failure between devices and a low remaining supply; the associated device component implicated was the antenna within the electrical and magnetic domain. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.